Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Medical event submitted on (B)(6) 2025 (unknown procedure date) included njy475472h as implanted after its use before date. Implant date: not known use before date: (B)(6) 2021. Began processing on (B)(6) 2025 and currently researching whether njy475472h was implanted after use before date or if information was provided in error. Follow-up will be provided upon research completion. After all available good faith effort, unable to verify the correct procedure date when device sn njy475472h was implanted. Used 02/12/2025 as estimated doi to complete the registration and send an ID card to the pt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.